Event description:
Complainant alleged that during biomed testing the device displayed "poor pad contact" message and unable to obtain "test ok" for 30 joule self-test. Biomed tried discharges into defib analyzer with and without paddles and tried test with paddles and with test port on universal cable with similar results. Complainant indicated that there was no pt involvement in the reported malfunction.